Event description:
It was reported that the patient's lead and extension system was revised. The reporter indicated that there was "something wrong with the wires". The same implantable neurostimulator was used, as the battery was "just depleted". No further information was reported. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2013-04482 for additional patient information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 37712 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID, 3778-75 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 74002 lot# n226320, implanted: 2010 (B)(6), product type adapter product ID, 7495lz66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 7495lz66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 3487a-33 lot# j0228136v, implanted: 2002 (B)(6), product type lead product ID, 3487a-33 lot# j0225568v, implanted: 2002 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 7495lz66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7495lz66 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 3487a-33 lot# j0228136v, implanted: 2002 (B)(6), product type lead product ID, 3487a-33 lot# j0225568v, implanted: 2002 (B)(6), product type lead product ID, 37712 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Additional information reported that there was one high impedance. It was reported that they did ¿reprogramming around it.¿